Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This occurred in the therapy initiated on (B)(6) 2013, during night drain cycle one. The patient's ultrafiltration reading was 1930ml, indicating the home patient (hp) drained 1930ml more than their maximum programmed fill volume of 2000ml. No additional information is available

Manufacturer narrative:
(B)(4). The device was received for evaluation. Review of the event log identified the increased intra-peritoneal volume (iipv) event. The cause was determined to be that there was a false empty detected during the initial drain and the initial drain volume had been met. Should additional relevant information become available a supplemental report will be submitted.